Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer on (B)(6) 2015 regarding a patient receiving fentanyl (unknown concentration, 500mcg/day), clonidine (unknown concentration and dose), and bupivacaine (unknown concentration, dose of "15") via an implantable infusion pump. The indication for pump use was non-malignant pain. The patient's pump was turned off ((B)(6) 2015) and the patient was discharged for smoking marijuana. The patient wanted to know if another healthcare provider (hcp) could turn the pump back on or if it needed to be removed. The patient was going through "bad withdrawal" and knew the pump was turned off and not programmed to minimum rate mode. The patient was afraid to have the pump removed because he did not know if he would receive anything for pain afterwards. The patient declined to be provided with provider listings. The patient also noted seeing "7.3" on the personal therapy manager (ptm). The patient was unable to give details or context to what was this was regarding. Additional information was requested from the consumer regarding the information of a managing hcp if a new one was found, the clarify the code seen on the ptm, what steps were taken to resolve the pump being turned off/withdrawal, and if the issue resolved. Additional information was received from the patient on (B)(6) 2015 and it was reported that the patient was seeing a check mark on his ptm (personal therapy manager) saying that it's been delivered. The patient thought his pump was empty. The pump was not alarming and the ptm was not giving a code. The patient stated that he was in severe withdrawal. When asked when it started, the patient stated "too long ago". Per the patient, the ptm said "(B)(6) 2015" last month it said (B)(6), but he had not been using the ptm. The patient stated that he "sees a circle with half black and half white and swears it was black on the left and white on the right before, but now it's black on the right and white on the left". The patient was wondering if that meant his pump was empty. The pump medication had previously been at 2500, but had been cut down to 100. The patient had been on zanex 8 mg/day for years and the hcp (healthcare professional) cut him off completely. His physician had dismissed him over 2 months ago. The patient declined hcp listings. He had filed a grievance with the state because no hcp, not even a regular doctor, would see him. The patient stated that he had received a letter from the manufacturer but he couldn't answer it and as of the date of this report, he couldn't find it. Further follow-up is being conducted to clarify the reported events as it was unclear if the pump had been turned off or was empty. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the pump should have been refilled on (B)(6) 2015, but was not due to healthcare provider (hcp) availability. The pump was alarming due to empty reservoir. It was noted the patient quit drinking on (B)(6) 2015 and ran out of xanax. The patient had not been in a good mental state for the past month.